Event description:
It was reported that during insertion, the screw broke in two pieces. The pieces were retrieved. This is the second of two similar events in this foot surgery case. The surgery was delayed more than 30 minutes. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.